Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the 2.5x28mm xience xpedition stent was implanted in the mid left anterior descending coronary artery (lad) where the stenosis was 90% and the 2.5x33 mm xience xpedition stent was implanted in the ostial first diagonal coronary artery where the stenosis was 85%. On (B)(6) 2016, the patient was hospitalized with chest pain/tightness. On (B)(6) 2016, angiography showed that the stent implanted in the diagonal was patent, but the stent implanted in the lad had a 40% restenosis. Medication was given for the chest pain and restenosis. Percutaneous coronary intervention was not performed in (B)(6) 2016. The patient recovered and was discharged on (B)(6) 2016. The patient was reported to be compliant with dual antiplatelet therapy. No additional information was provided.